Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5065551/5130303, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that after a fall, the patient had a suspected infection at the lead and ipg site. Signs of infection were swelling and drainage from the surgical incisions. The patient underwent an explant procedure and was placed on intravenous antibiotics.